Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited oversensing of noisy signals. After troubleshooting this issue was resolved. Technical services (ts) also noted there are low amplitudes observed in the right atria. This pacemaker was explanted and another pacemaker was implanted to complete the procedure. The pacemaker has been returned and analysis performed. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited oversensing of noisy signals. After troubleshooting this issue was resolved. Technical services (ts) also noted there are low amplitudes observed in the right atria. This pacemaker was explanted and another pacemaker was implanted to complete the procedure. Additional information was requested but not provided at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.